Event description:
In 2004, at a routing adjustment of the device by hcp, the pt was subject to electrocution. Lawsuit alleges "device was unsafe because it did not have a safety mechanism inhibiting maximum shock, and thus, allowed for enough shock to actually electrocute the pt. No report of device explantation.